Event description:
A user facility reported that an intraocular lens (iol) was torn. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/02/2009 and 12/17/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4)